Event description:
Battery life was reported to have diminished, leading to unexpected shutdowns. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.